Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported reason for bilateral removal as "deflation". This record is for the left side. The device was explanted.